Event description:
Two devices (part#cm111 and cev738t) were returned to mxi services and repair.

Manufacturer narrative:
Device 1 of 1: cev738t (lot# 121003) - manufacturing date: october 2012. The device (part#cm111) was evaluated and indicated that the pin on the mobile jaws is broken. Very likely following excess stress or shock during use or reprocessing. The cev738t was evaluated and indicated that the instrument had a malfunction in its rack. It wa not hooked on correctly. The spring on the rack catch was stuck, probably due to lack of lubrication. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted in resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).